Event description:
IV catheter inpatient's right upper arm broke off into pt's vein. The IV cannula was not attached to hub. Pt required surgery to remove the actual IV catheter from brachial vein. IV catheter was 186x2" terumo surflo IV catheter lot#1603125d use by 02/2021. IV catheter inpatient's right upper arm broke off - tip of IV catheter broke off from hub of IV catheter. Required surgery to remove tip of IV catheter from brachial line. Surgery date to remove tip of IV catheter - (B)(6) 2016. Date found IV catheter tip not attached to hub - (B)(6) 2016.